Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was having a hypersensitivity reaction in their lips primarily with juvéderm® volbella¿ xc, however, the hcp stated that it seemed to start unilaterally in the area that the juvéderm® voluma¿ xc was placed midface. The patient is currently being prescribed 60mg of prednisone daily and the hcp will start tapering the patient when they return in a few weeks. There was a high dose warranted due to rheumatoid arthritis backdrop 50mg prednisone did not completely bring down the reaction. The rheumatoid arthritis has been controlled with treatment.